Event description:
Additional information received indicated that the device was explanted and replaced on (B)(6)2020. Further information is not available at this time.

Event description:
Further information received indicated that the device was operable at the time of the procedure. The device was displaying the "elective replacement indicator" error message, meaning that the device was nearing its end of life but was still able to provide therapy. The physician elected to replace the device with a rechargeable device to meet the power delivery needs of a three lead system. This issue is no longer deemed to be a reportable adverse event as the device was functional at the time of replacement.

Manufacturer narrative:
A system revision was reported to abbott. The patient was experiencing new pain not covered by their original system. The patient's physician decided to convert their system from a two lead system to a four lead system. The ipg was replaced with a rechargeable unit to prolong battery life. There were no allegations of deficiency with the patient's original ipg. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Corrected data: codes in h6 have been updated.

Event description:
Additional information received indicated that the device was inoperable at the time of surgery. The patient had lost therapy on an unknown date.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and device information. Additional information is not available at this time. The UDI is not provided as there is insufficient device information to determine the UDI. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient may undergo surgical intervention to explant and replace the patient's ipg. The device information and reason for the procedure is not known at this time. It is only known that the patient has a proclaim ipg, but the model number is unknown.